Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced air bubbles. Customer blood glucose was less than 500. Customer declined to provide additional information, and declined troubleshooting with tandem technical support.